Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor anomaly and sensor error. The customer's blood glucose reading was 149 mg/dl. The customer changed out the sensor and it alarmed sensor error 3 times. When she changed the sensor because she calibrated, the cannula was very short. The sensor will be returned for analysis.